Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the rv lead was capped and replaced.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a slow rise in pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.